Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient discovered a manufacturing defect in a newly opened cartridge, where the top silver part had a large hole and lacked the rubber seal. The affected cartridge was identified as lot number 33036. Blood glucose levels were not impacted. A new shipping address was provided for replacement supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.